Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was "high", although specific value was not provided. Reportedly, the customer administered a manual injection of insulin to address the bg level and reached out to their health care provide to obtain an alternate method of insulin therapy.